Event description:
It was reported that they were getting an ec100 when imaging a patient, resulting in the patient having to have one exposure repeated. The customer restarted the unit once this was done the unit is working as intended.